Event description:
As reported by the user facility: it was reported that there were issues with pump tubing ripping, leading to spills of chemo, saline, etc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample was provided for investigation. Upon evaluation of the unit, leakage testing was performed, and no product deviation was noted. The reported concern was unable to be confirmed. Five retains from the reported lot number were tested and passed per specification. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.